Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed that the fault was caused by a problem with the pressure sensor adapter cable. It was stated that the connector was properly inserted into the port. No obvious defect on cable and no physical damage on the female connector port were found. In addition, fault code 107 was registered. To fix the issue the fse replaced the pressure sensor adapter (0012-00-1815). All functional and safety checks are meet to factory specifications performed and the unit was returned to use.

Manufacturer narrative:
Other contact person number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine maintenance the cardiosave intra-aortic balloon pump (iabp) machine emitted a continuous alarm sound after the pressure sensor was connected. There was no patient involved reported.